Event description:
Complainant alleged that during biomedical testing the device displayed "pacer fault 116," "system fault 36," "defib disabled," and "pacer disabled" messages on power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.